Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for bent and broken npe. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is bent and non patient end is broken. The returned pen needle was examined and exhibited a bent non patient end of the cannula. See attached photo. No broken non patient end of the cannula. No DHR review can be carried out as lot number is unknown based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure (bent non patient end of the cannula). Unconfirmed: bd was not able to duplicate or confirm the customers indicated failure (broken non patient end of the cannula). Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bds experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that an unspecified bd pen needle broke at the cannula before use. The following was reported by the initial reporter: "it was reported that needle is bent and non patient end is broken. Verbatim: needle(s) bent, rear cannula end is broken + gets stuck."